Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the left femoral access site (primary access site) could not be closed with the perclose and began bleeding. It was reported that the perclose caused the bleeding; it was noted to be securely in the vessel. Pressure was applied until the vascular surgeon performed a cut down and sutured the site closed. A blood transfusion of 1-2 units was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)